Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient was working in the barn and felt his blood sugar getting low. The cgm was displaying 117 mg/dl so the patient thought it was nothing. The patient then started to feel lightheaded, dizzy, felt weak and passed out. The patient fell to the ground. The patient was able to crawl out of the barn and every time he tried to get up, he would black out. The patient was alone during the time of the event. When he got to his cabin, he was able to eat a sandwich and drink gatorade and milk. During the time of the event, there was no bg taken. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.